Manufacturer narrative:
(B)(4).

Event description:
The catheter expired on (B)(6) 2009, but was implanted for the clinical study on (B)(6) 2010. The catheter remained implanted. Within the study, the pt had the following adverse events: "reactive changes, oedema, perifocal, along the unoperated intracerebral catheter seen on MRI, but no clinical symptoms were observed", the clinical study investigator recorded it as a serious adverse event. "Fainting" "resolved without sequelae". The device system was being used to deliver "biological agent ((B)(4))".